Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.

Manufacturer narrative:
The reported device was serviced at the customer site by a field service engineer. During servicing, the ascites pump rollers and clamping mechanism were noted to be contaminated with perfusate. Following cleaning expected performance and activation of the pump was confirmed and the device passed all subsequent testing. The root cause of the reported event could not be conclusively determined.

Event description:
It was reported that during perfusion, the blood recirculation (ascites) pump would sometimes not activate despite there being volume to recover from the liver bowl.